Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also reported that there was an occlusion. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised reservoir would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.